Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, while gaining access into the abdomen, the entire hub of the trocar popped off. A new product was opened to resolve the issue. There was no patient injury.